Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the devices were received for evaluation. There were three needles received. Two of the needles had the tubing in the proper location on the needles and one did not have any tubing on it. The missing tubing was not returned for evaluation. Visual inspection under magnification of the three needles doesn¿t reveal any anomalies on them. The anchors and suture were not returned for evaluation. This complaint cannot be confirmed. The reported failure was for double deployment but since incomplete devices were returned, we cannot determine the root cause of the failure. A manufacturing record evaluations were performed for the two finished device lot numbers reported (3l87524 and 4l46930) and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot/serial (B)(6) number, and no non-conformances were identified.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event. It was reported by the affiliate in (B)(6) that during a meniscal repair surgical procedure, it was observed that the two plates of the omnispan meniscal repair 27deg were deployed after the 1st fire. It was reported that the device had to be changed; then after the 2nd firing, the omnispan meniscal repair 27deg deployed the 2nd plate. Another device had to be used and again the same situation occurred. The procedure was completed using another device. No patient consequence and no surgical delay was reported. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.